Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead was exhibiting high capture threshold measurements during the implantation procedure. Lead was repositioned multiple times to no avail. Lead was then exchanged and successfully replaced. Patient had no symptoms and was stable after procedure.